Manufacturer narrative:
No product samples, videos, or photographs were returned for investigation. The DHR for lot number 4957563 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The device history review (DHR) for lot number 4957563 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Manufacturer narrative:
The device is expected to be returned, but it has not yet been received.

Event description:
The event occurred on an unknown date, and involved spiros®, closed male luer w/red cap, 10 units. It was reported that a spiros that was leaking an unspecified chemotherapy medication. There is no report of adverse event, or patient harm.